Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, insulation break was observed via x-ray. Patient to be monitored.